Manufacturer narrative:
The t:slim user guide (with cgm integration) states: your t:slim pump and cgm transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support it was recommended that the dexcom receiver be powered off. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.